Manufacturer narrative:
(B)(4) all pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported they experienced suction loss with an intralase patient interface (pi) after the patient was applanated and after the laser fired. They used two (2) cones and had to switch out and loss procedures flap/ring on both. They were able to completed the procedure with the second pi. There was no patient injury reported and no surgical intervention was required. This report is one (1) of two.